Event description:
The customer reports that a pre-procedure prep of lidocaine was being administered to a (B)(6) male patient. The procedure scheduled was a lumbar epidural steroid injection. The procedure was not performed due to the needle coming out of the hilt/hub. The needle then became lodged in the soft tissue of the patient's lumbar. As a result the patient was sent to the operating room on (B)(6) 2022. The same day, on (B)(6) 2022 the patient was discharged. The patient is doing well as of today. The pain they are experiencing is being controlled by otc. The one using this has used these type before.